Manufacturer narrative:
Initial MDR report stated: this issue has been designated as a malfunction of the device and is considered MDR reportable as the event occurred right after iol implantation. Customer stated "it was a preloaded iol and after insertion, it was noticed that the trailing haptic was torn." This was noted during the implant procedure and the iol needed to be explanted. Patient prognosis was uneventful at post-op visit. The customer indicated that they intend to return the explanted iol to the manufacturer. Once received, a product evaluation will be conducted. Once the evaluation is completed, a follow-up MDR will be submitted to FDA. The purpose of this follow-up report is to provide additional information, as follows: - added diopter power to the model number, and the associated unique device identifier (UDI) number. In addition, the following information is being provided by hoya quality department. The customer originally indicated that they intended to return the device for evaluation. However, as of 9-nov-2015, the customer advised that they would not be returning the device. Therefore the product evaluation could only consist of a review of the manufacturing and inspection records for the product. This review was conducted by (B)(6), hoya quality department, on 11-nov-2015, which concluded: the complaint product was not returned . Therefore, visual inspection cannot be performed on the physical sample. According to feedback from the customer, it was observed that the trailing haptic was torn right after intraocular lens implantation. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 250). The exact root cause was not determined. However, from the investigation, it is believed that this issue is not product related. Product has not been returned yet.

Event description:
Per customer - it was a preloaded iol and after insertion, it was noticed that the trailing haptic was torn. The lens was explanted and another lens was implanted without incident.

Manufacturer narrative:
This issue has been designated as a malfunction of the device and is considered MDR reportable as the event occurred right after iol implantation. Customer stated "it was a preloaded iol and after insertion, it was noticed that the trailing haptic was torn." This was noted during the implant procedure and the iol needed to be explanted. Patient prognosis was uneventful at post-op visit. The customer indicated that they intend to return the explanted iol to the manufacturer. Once received, a product evaluation will be conducted. Once the evaluation is completed, a follow-up MDR will be submitted to FDA. Product has not been returned yet.

Event description:
Per customer: it was a preloaded iol and after insertion, it was noticed that the trailing haptic was torn. The lens was explanted and another lens was implanted without incident.